Manufacturer narrative:
Lot review: a review of lot# 3304166 showed (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents.

Event description:
Complaint received reporting leakage issue with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received reports "..leaking blood during dialysis". There were no reported patient injuries or adverse consequences.

Manufacturer narrative:
Lot review: a review of lot # 3304166 showed (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents visual analysis: 1/13/2017 - received one used d1000 tego connector. Lot # 3304166. No mating devices were returned. Clots were flushed from the tego. Blood was observed under the silicone. Functional testing: the d1000 tego was pressure tested and failed. The d1000 tego was disassembled. There was damage to the one piece seal at the main seal interface. Final summary: the complaint of d1000 tego blood leakage was confirmed with the returned connector. The leakage was the result of damage to the one piece seal at the main seal interface with the body. It is not known how, when, or where the exterior seal tearing occurred. No mating devices were returned to evaluate with the d1000 tego for exterior seal tearing. Engineering efforts did identify component/molding anomaly that may have caused or contributed to a seal misalignment. This condition could result in internal leakage. A detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing/molding operation due to a cavity core pin (edge). Corrective actions have been identified, qualified and implemented. ICU medical will continue to monitor and trend.

Event description:
Complaint received reporting leakage issue with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received reports "..leaking blood during dialysis." There were no reported patient injuries or adverse consequences.